Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was corrosion to the battery board. The cause of the inability to charge the batteries is the corroded battery board. The cause of the corrosion was contamination. The cause for the contamination was to be positively identified, but was likely caused by liquid ingress of an unknown contaminant. No adverse event resulted from the damaged board. The patient received a replacement charger/modem.

Event description:
Upon fitting a (B)(6) female patient, a patient service representative contacted zoll customer support to report that the battery charger was not recognizing the patient's battery packs. The patient was issued a replacement charger/modem.